Event description:
It was reported that during an endoscopic biliary sphincterotomy (est) procedure, the balloon burst. The lesion was reported as "biliary". The extractor rx 15 mm x 18 mm retrieval balloon was advanced to the lesion, however, the balloon burst at unspecified atms on the first inflation. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient 's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation., therefore, a failure analysis of the complaint could not be completed.